Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the order was coming from external with a missing key component. The technical support specialist stated that once the correct information was included and the orders were sent to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system showed an error on the database and on the messaging log files. The customer added that this malfunction occurred during the user retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.